Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash on her back and chest. It was later reported that the rash was all over the patient's body. The patient was given a prescription from her physician for a cream. After using the cream, it was reported that the irritation slightly improved.